Event description:
An article entitled "adverse effects and surgical complications in pediatric patients undergoing vagal nerve stimulation for drug-resistant epilepsy" was provided and reviewed for potential adverse events and product malfunctions. The article stated that three patients died of different causes during the study. One patient passed away due to sudden unexpected death in epileptic patients (sudep), one patient passed due to a prolonged and intractable status epilepticus, and 1 patient died of systemic complications due to an underlying syndrome. Attempts to obtain additional relevant information and to determine the applicable patients and products have been unsuccessful to date. The article also noted multiple events of lead fractures and respective increases in seizures, captured in MFR. Report # 1644487-2017-03357 as well as an event of tissue damage captured in MFR. Report # 1644487-2017-03358.

Event description:
The physician who contributed to the article indicated that he did not believe any of the deaths reported in the article were related to vns therapy. During investigation, clarifying patient and product information was provided for the reported deaths in the article. The patient who had passed away due to sudep was reported in MFR. Report #1644487-2017-03437. The patient who passed away due to status epilipticus will not be reported because the vns device was confirmed by the medical professional to not be a contributory cause to the patient's death. This report will now capture the patient who passed away due to the underlying comorbidity that was confirmed to be not related to vns. A review of the device history record for the patient's implanted generator confirmed it had passed all quality inspections prior to release for distribution.